Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The as-received treatment with reduced dwell times passed. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. There were no visual discrepancies encountered during the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the event and the utilization of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for the peritonitis. All dialysis patients are at increased risk of infection due to compromised immune systems and because dialysis techniques increase the potential for microbial contamination. In addition, most cases of pd related peritonitis are due to a breach in aseptic technique resulting in contamination during treatment set-up. Based on the limited information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis (pd) patient reported that they had peritonitis and is no longer on pd therapy. Additional information was solicited from the patient¿s peritoneal dialysis registered nurse (pdrn). Limited information was available. The patient had complaints of abdominal pain over a month ago (date not provided) and was sent to the hospital. The patient was admitted and diagnosed with peritonitis. Upon the patient¿s discharge (date unknown) the pd clinic was notified of the patient¿s diagnosis. The patient transitioned to in-center hemodialysis (hd) approximately one month ago. No additional information was available related to this event.